Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was programmed off.